Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected absence of occlusion alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was experienced high blood glucose level. Customer¿s blood glucose level was 26.8 mmol/l at the time of incident however cannula was bent. Customer other relevant blood glucose level was 5.0 mmol/l, 16.8 mmol/l and 19.3 mmol/l. It was also reported that the insulin pump was not alarming when there was an occlusion. The insulin pump will not be returned for analysis.